Manufacturer narrative:
No unexpected number ramping noted. No moisture damage noted on electronic assembly. Intermittent button response on up and down arrow button due to moisture damage on keypad traces. Unit passed displacement test, self test and all operating currents are within specs. Unit had broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window, scratched case, scratched reservoir tube window and missing endcap sticker.

Event description:
It was reported the customer had a battery out limit alarm and unresponsive buttons on their insulin pump. Customer's mother reported the escape button did not flash. The customer's blood glucose was 44 mg/dl. The mother has treated the customer's blood glucose with glucose pills. The mother reported possible moisture exposure to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.